Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4)/208212123, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device was not working intermittently during the procedure. There was no patient impact.

Manufacturer narrative:
Mainframe - analysis found that the customer's issue could not be duplicated. The software was upgraded to current specification gui v2014.11.11.921 dsp v2014.2.12.833. As a precautionary measure, the device was placed into burn-in for 4 hours to observe for any failure, the device never failed. The device was tested and passed all manufacturing specifications. Patient interface - analysis found that the customer's issue could not be duplicated. Replaced broken enclosure standoff and wave washer due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.